Manufacturer narrative:
(B)(4). Subsequent analysis of the returned sgc, done on (B)(4) 2014, revealed the soft tip was torn with no missing pieces. The initial reporter was contacted who reported the tear was not observed post procedure. It was not known when the tear occurred. Reportedly, although the cds was retracted without any documented issues, the tear in the sgc could have occurred during the retrieval of the cds. It was unlikely that the tear occurred during manipulation of the sgc post procedure. No additional information was provided. The steerable guide catheter (sgc) was returned for analysis. The soft tip of the device was observed to be torn and all soft tip material was present. The distal shaft was noted to be kinked which was likely what the physician was referring to when reporting the bend in the guide tip, resulting in the shaft bending in the anterior direction. The device testing did not confirm the reported sgc steering difficulty. Potential causes for a kink in the sgc distal shaft resulting in difficulty positioning the clip delivery system (cds) are, but not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections. There were no non-conformances issued for this lot. A query of the electronic complaint handling database identified no additional incidents for the reported lot. There were no reported device issues during functional inspection of the sgc during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, a kink in the sgc distal shaft may be attributed to patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, analysis of the returned device was able to confirm a kink in the sgc distal shaft. The most probable cause for the sgc kink may have been a result of anatomical conditions of the patient. The kink in the sgc may have occurred during the procedure as a result of contact with the femoral vein and was likely what caused the sgc steering issue; however, this cannot be definitively determined. Device analysis found a tear in the soft tip. Although it was not known when the tear occured, it was reported that manipulation during retrieval of the cds was thought to have been the most likely cause of the tear. However, this cannot be confirmed. Therefore, based on the information reviewed, a definitive cause for the kink in the sgc distal shaft, sgc steering issue and soft tip tear cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
This is filed as device analysis of the returned steerable guide catheter (sgc) revealed a torn soft tip. Although there was no adverse patient effect, a torn tip has the potential to cause or contribute to injury. It was reported that prior to a mitraclip procedure, the steerable guide catheter (sgc 10312805/(B)(4)) was prepared for use as per the instructions for use. The sgc was inserted and advanced through the anatomy with no abnormal resistance felt. The sgc was confirmed to have been straightened upon the insertion into the anatomy and when the clip delivery system (cds) was inserted into the sgc. Upon advancing the cds through the sgc, it entered the left atrium in a spot that was too anterior. The sgc steering plus knob was used to try to reposition the cds, but the device remained too far in the anterior direction. The cds and scg were removed from the anatomy. The sgc was observed to be bending in the anterior direction at the tip. The bend at the tip could not be seen on fluoroscopy. The anterior position of the cds was caused by the sgc and there was no device issue with the cds or cds steering knob. Another sgc was used and inserted into the anatomy. The initially used cds was reinserted and the clip was successfully implanted. Another clip was also implanted. The procedure concluded with the implantation of two clips reducing the functional mitral regurgitation grade from 3-4 to 2. Post procedure, the patient was clinically stable.